Event description:
The reusable tibial tray impactor tip broke during surgery. Surgery was completed successfully.

Manufacturer narrative:
The reusable tibial tray impactor tip broke during surgery. Surgery was completed successfully. Review on inspection records for the affected lot indicated that the device was manufactured to specification.